Event description:
The customer reported the system failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pin was straightened in the lemo connector and the video line locking tabs were flared. The system was then found to be operating as intended.